Manufacturer narrative:
If additional information or investigation results become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with fixation screw d6.5mm l36mm sw3.5. According to the complaint description an expired implant was opened onto field and implanted into patient. When nurse became aware of expiration date, the doctor did not deem it necessary to remove the expired implant, without causing harm to patient. There was no patient harm. The malfunction occurred during a hip, acetabular revision procedure. Additional information was not provided was not available. Doctor was aware of incident and hospital filed a safety report. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
H6 device problem code - "3191": steril packaging was open. Investigation results: the device was not provided for investigation. Therefore an investigation was not possible. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern. Due to the circumstances that the device and the packaging were not available for testing it is not possible to define a root cause for the failure. A CAPA was not initiated.